Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had to have a urethral foley catheter inserted. This was done by the rmo under aseptic technique. Catheter was draining urine very well but noticed that there was clear fluid leaking from the neck of the catheter. Kept an eye on this. Patient had not moved off the bed and there was not anything pulling on the catheter. When the catheter was then checked again, noticed the catheter was out of the urethra and the balloon was deflated. Rmo then had to insert a new catheter. Expelled catheter disposed of. No issues with new catheter inserted.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had to have a urethral foley catheter inserted. This was done by the rmo under aseptic technique. Catheter was draining urine very well but noticed that there was clear fluid leaking from the neck of the catheter. Kept an eye on this. Patient had not moved off the bed and there was not anything pulling on the catheter. When the catheter was then checked again, noticed the catheter was out of the urethra and the balloon was deflated. Rmo then had to insert a new catheter. Expelled catheter disposed of. No issues with new catheter inserted.